Manufacturer narrative:
The lobo-9 device was retrieved from the patient, and the target vessel was occluded using a different device. No adverse effects were reported with regard to the patient; the patient has fully recovered and is doing well. A DHR review revealed no manufacturing deviations that would have contributed to the reported issue, and the device was released within specifications and acceptable parameters.

Event description:
Patient with congenital heart defect with history of anomalous vein shunt from hepatic vein to coronary sinus abnormality was undergoing procedure to embolize the anomalous vessel. A lobo vascular occlusion system device (model: lobo-9) was placed in the target vessel. The lobo-9 device was successfully deployed and detached in the vessel; however, upon reviewing angiographic images, it was alleged that the lobo-9 device appeared to have been displaced to the aorta.